Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing of noise, pacing inhibition and variations in pacing impedance measurements ranging from 100 to 500 ohms. Additional information received from the field representative indicated that the patient experienced dizziness. Asystole was noted but was less than two seconds. The patient was admitted to the hospital and a system revision was planned. This lead remains in service. No additional adverse patient effects were reported.

Event description:
Additional information received indicated that this rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.